Manufacturer narrative:
Initial.

Event description:
It was reported that the user observed a ¿bubble¿ on the ilet pump screen, the pump otherwise functioned, and subsequent photo review confirmed the screen anomaly; the medical device problem and device component details were not further characterized due to insufficient information. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.